Event description:
Report provided by the end user states that after the first change of the product, the skin was red, itchy, and burned. The end user also noted a uniform rash under the entire tan mass. The end user cleanses with antibacterial soap, then dries and finally applies the appliance. The patients subsequent outcome was not noted.

Manufacturer narrative:
A review of the complaint listing for the previous 12 months for this product icc codes indicates that there were no further cases registered for this complaint issue on this icc.